Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl. Cause of bg level was not known. Customer administered a manual injection to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged the following day with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.